Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016878 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1016878, test base part number 190-430/ lot: 1016878 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016878 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific samples or cross contamination.

Event description:
The customer received conflicting results (unconfirmed false positive) with ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab for muliple patients, (quantity unspecified) . Repeating testing was performed on (B)(6) 2021 on a new sample generated positive results; one or two was negative. The customer stated the patient was not symptomatic. Additionally the customer confirmed there was no patient harm due to the test result. No additional patient information was provided.